Manufacturer narrative:
(B)(4). The reported field event was confirmed by reviewing the stored egms in the device image. Bench tests were performed, and the device was found to function normally. The cause of the anomaly could not be determined. (B)(4).

Event description:
It was reported that there was an exit block and that the patient had inappropriate shocks. The device was replaced. Patient was in good condition after the procedure.